Manufacturer narrative:
Analysis of the pump on 2016-10-04 revealed a leaking pump tube outlet fitting regarding the fluid path; due to damage or missing o-ring. Only the pump was returned for analysis. The pump was being analyzed according to an approved deviation of the rpa work instructions for smii pumps ((B)(4)). During repdwi1476 testing, the pump was found to be under infusing by more than -14.5% at standard test conditions and typical therapeutic rate (300 ul/day). As received, the pump reservoir was empty and left in simple continuous infusion mode. The pump logs gathered noted motor stall/motor stall recovery. During destructive analysis, testing confirmed that the outlet port was leaking from the base and there was no o-ring noted/attached to the outlet fitting. As per the pump¿s log, the following medications were being administered as of (B)(6) 2016: hydromorphone (concentration: 30.0 mg/ml, dose rate: 1.761 mg/day), bupivacaine (concentration: 30.0 mg/ml, dose rate: 1.761 mg/day), and fentanyl (concentration: 2,400.0 mcg/ml, dose rate: 140.9 mcg/day). The pump¿s log also revealed multiple motor stalls and motor stall recoveries having occurred from (B)(6) 2016 to (B)(6) 2016.

Event description:
Information was received from a consumer through a manufacturing representative regarding a patient receiving intrathecal dilaudid 30 mg/ml. It was reported that the patient said he was feeling that he was not receiving proper therapeutic relief. The health care provider (hcp) said it was a motor stall. The pump was explanted and replaced. The issue was resolved. The patient's status was "alive - no injury."

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.